Event description:
The customer reported a cleaner fluid leak of approximately one cup (1 c.) From a coulter lh 500 hematology analyzer after instrument shutdown. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found and replaced torn tubing at pinch valve pv44 to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this report is (B)(4).